Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case complete customer called in for help on error code 110-6021 on 8015bd unit. The error code has to do with the keypad processor, keypad failure detected during post. Needs to replace front door with keypad on unit. To resolve the issue customer will replace on unit is the front case w/keypad but customer is saying the error maybe under a recall and if not its under warranty for repair. So transfer the customer to recall desk first spoke to (B)(6) explain to her the issue customer is having and also gave her services repair ext. In case she has to transfer the customer to services repair to send unit in for repair instead. (B)(4). Customer called in for help on error code 110-6021 on 8015bd unit. The error code has to do with the keypad processor, keypad failure detected during post. First to replace on unit is the front case w/keypad once replace if he still gets the same error next to replace is the logic board on the unit. But customer is saying the error maybe under a recall and if not its under warranty for repair. So transfer the customer to recall desk first spoke to (B)(4) explain to her the issue customer is having and also gave her services repair ext. In case she has to transfer the customer to services repair to send unit in for repair instead. If the error is not under va recall issue. I also explain the information to customer.